Event description:
It was reported that the surgeon was unable to properly seat the articulating surface. Another implant was opened and seated correctly.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Evaluation summary: this typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. It is possible that the problems encountered are related to surgical technique; however more info would be needed to conclusively make that determinations. The item was autoclaved prior to its return; therefore, accurate dimensional analysis cannot be performed. However, the item exhibits an indentation on one side of the dovetail. This could indicate that the articular surface did not fully slide under the male dovetail on the tibial plate. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.